Event description:
It was initially reported to boston scientific corp that a wallstent rx biliary endoprosthesis was used during a stenting procedure in the common bile duct on a female pt. According to the complainant, the stent could not be deployed. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; stent wire perforated sheath.

Manufacturer narrative:
Examination of the returned device found that the stent was fully mounted, the distal handle was partially retracted and the outer sheath was retracted 4mm from the tip. The inner lumen was noted to be exiting through the guidewire (g/w) access port. The distal handle was moved distally to its original position. When retracted, the inner lumen exited through the g/w access port again and the outer sheath could not be retracted. The shaft was dissected proximal to the g/w access port. When an attempt was made to withdraw the inner lumen and stent, it was noted that a stent wire had perforated through the outer sheath. The inner lumen was kinked where it had exited through the g/w access port. Based on the eval of the returned device, the most probable root cause has been determined to be operational context due to the anatomical and/or procedural factors encountered during the use of the device. A review of the mfg documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. A labeling review identified that the device was used per the rx biliary directions for use (dfu).